Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing. The fsr replaced the roller pump lid. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump magnet from the inside of the lid was broken, causing the sensor to constantly read that the lid was open. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.